Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported a complaint involving a 73-year-old male patient who presented to advanced dental care office with concerns related to a previously placed dental implant. The implant had been placed on (B)(6) 2025 at tooth location #06. It was reported that the implant was not placed following an immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 at the second stage surgery, including uncovering and a torque test. During the torque test, the doctor observed that the implant had loosened and failed the torque test at uncovering, stable at placement. Upon further examination, it was determined that the implant had failed to osseointegrate. The implant was removed on the same day of the visit using reverse torque and was not replaced. The doctor additionally noted that the patient must undergo healing prior to attempting placement of another implant. It was reported that the patient was asymptomatic, and the opposing arch consisted of natural teeth. No permanent injury occurred. Additional medical or surgical procedures were required, specifically bone grafting. The patient was reported to have type IV bone quality and fair oral hygiene. No abnormalities were identified with the implant or its packaging.